Event description:
The rptr indicated the pt reported pectoral muscle stimulation. Upon resection, the lead insulation was observed not to be connected at the bifurcation toward the pins. The physician suspected that bonding material may be missing.